Event description:
This is a solicited case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who was involved in a (B)(6) and experienced essure tip visibly bent and broken during the procedure (complication of device insertion). Study description: (B)(6). No information given on patient's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert) inserted with lot number a95855; and the essure tip visibly bent and broken during the procedure. The outcome of events were not provided. No assessment was given.

Manufacturer narrative:
Company causality comment: this medically confirmed, solicited case report refers to a female subject who was involved in a (B)(6). She had essure (fallopian tube occlusion insert) inserted and essure tip visibly bent and broken during the procedure (complication of device insertion). Reporter causality was not provided. The reported events were interpreted as a device use error (tip bent) and breakage (broken tip) and considered non-serious. The breakage of essure during insertion is unlisted in its reference safety information. This event was regarded as a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances; the remaining events are non-incidents and listed. Single cases of essure breakage have been reported. In this particular case, as the breakage was reported during essure placement procedure it was considered as related to essure therapy. For the reported bent tip, given its nature (device use error) it was considered as unrelated to the suspect product. Follow-up information and product technical analysis are being sought.